Event description:
This patient received an inappropriate shock due to t-wave oversensing. The device is at eri indication. High outputs were noted on the lv channel. The patient was lost to follow-up prior to this issue.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 28 charging cycles was documented. The memory content of the device was inspected. During the inspection of the available iegms, the clinical observation could be confirmed. The over sensing of t-waves resulted in 4 charging cycles and one shock delivery on (B)(6) 2012. This does not represent a device malfunction. The sensing parameters can be programmed to specifically reduce the over-sensing of large intrinsic t-waves. It was reported that this programming resolved the over sensing of the large t-waves for this ICD. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The programmed parameters were inspected. It was noted that the left ventricular anti-bradycardia pacing was temporarily programmed to 5.0 v for 1.5 ms. This represents a high current program, draining the battery. The ICD was implanted for 35 months; 28 charging cycles were documented in the ICD's memory. Taking the high current program for the anti-bradycardia pacing into account, the battery condition was found to be anticipated. In summary, the ICD proved to be fully functional. The battery status eri was anticipated.